Event description:
A (B)(6) customer contacted customer service about his contour link meter. He alleged his blood glucose readings had been higher than usual. While troubleshooting, the customer performed a control test using high control solution. The control result was 489 mg/dl. The high control range was 309 - 426 mg/dl. No adverse events were alleged. Customer service was advised to have the customer return his test strips for eval.